Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information available for reporting. The 510k: this report is for an unknown dfn nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. 510k is unavailable device is currently implanted. Device is not available for evaluation. Reporter telephone number is unavailable. Patient code is for additional medical intervention required; change in surgical plan. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a femoral diaphyseal fracture repair occurred on (B)(6) 2018 where several device malfunctions occurred intraoperatively. Although distal femoral nail (dfn) spiral blade was preoperatively tested and passed in dry condition, the dfn blade interfered with the nail. Additional reattempts utilizing guide-wire re-insertion did not succeed, either. The blade fixation was finally abandoned, and the nail was successfully fixed with locking screws. As the surgeon moved on to manual fixation on the proximal side of the nail, it took extra time because the drill bit could not drill to the bone. Two (2) drill bits were tried. The surgery was completed within a 30-minute delay. Patient status is unknown. This is report 4 of 4 for (B)(4). This report is for an unknown dfn nail.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Reporter email address is unknown. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Code 3191 used to capture surgical delay of thirty (30) minutes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.